Event description:
Reporter stated that since the procedure was done she has had heavy bleeding to the point of hemorrhaging. She also became pregnant and had a difficult pregnancy so that she had to see a specialist. After delivery of her daughter she had bleeding and the doctor gave her an ablation. She has also had abdominal pain, cramping, back pain, headaches, hot and cold spells. Also complaining of feeling depressed about things going on with this device. Ablation given for heavy bleeding and now the bleeding is recurring and the doctor says the reporter may need to have a hysterectomy.